Manufacturer narrative:
Arjo was informed about an event involving a citadel plus bed frame used with a maxxair ets mattress. According to information provided by a ward clerk, the patient fell from the bed frame. The event occurred while turning the patient. Allegedly, one of the bed frame side rails opened that time. The bleeding and bruising on the patient¿s right foot were reported as outcome. No medical intervention was needed. Two different information were provided to arjo, the patient indicated that the left side rail was malfunctioned, the customer staff informed about the faulty right side rail, they did not hear a clink when locking the side rail. The allegation about incorrect working (locking) of the side rails was not confirmed. The both side rails (left and right) locked correctly even weight was applied at time of the bed frame inspection. Based on the information provided by the customer staff, we were not able to confirm if the side rails were locked in raised position before the customer staff turned the patient at time of event. The arjo representative received also information that the staff experienced difficulties in the side rail locking due to allegedly too width mattress placed on the bed frame. This is line with observation made by the arjo representative during pick-up the bed frame. It was noticed that not all bed frame width extension sections which allows to extended the width of the bed were used although the mattress placed on the bed was set on width 48 in. The citadel plus instruction for use (831.374) instructs user to: ¿prior to engaging any mattress turn feature, make sure that bed frame has side rails and that all side rails are fully engaged in their full upright and locked position.¿ ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿always use a mattress of the correct size and type.¿ ¿make sure all eight width extension sections are extended. Using the bed without all extensions in the same position may cause damage to the bed as well as create an unsafe condition.¿ additionally, the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the above, it has been determined that the side rail opened at time of turning the patient because it was not locked correctly. The bed frame was incorrectly prepared for use as no all bed frame width extension sections used. The customer was informed and given an additional in-service. Arjo device was used for the patient treatment when the event occurred and played a role in the event. The side rail opened and from that perspective the citadel plus bed did not meet the performance specification. The complaint was assessed as reportable due to allegation of the patient¿s fall, which may lead to serious health consequences.

Event description:
Arjo was informed about an event involving a citadel plus bed frame used with a maxxair ets mattress. According to information provided by a ward clerk, the patient fell from the bed frame. The event occurred while turning the patient. Allegedly, one of the bed frame side rails opened that time. The bleeding and bruising on the patient¿s right foot were reported as outcome. No medical intervention was needed.